Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: the keypad was found to be peeling/lifting below the ok keypad button. Evaluation revealed that all keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under the ok and down arrow button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to describe the corrected incident and correction to include investigation results. Corrections also made to brand name, (B)(4). (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the keypad was damaged. The pump has not been returned to animas at the time of this report. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts. This report is made based on results of investigation completed on 11/20/2013.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.